Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint and was able to reproduce the error by opening and closing the sorter test cup door. While troubleshooting, fse found the sensor s011 (pib board) is unable to detect if the door was open or closed. Fse suspects a faulty reagent cup drawer door sensor s011 and replaced it. Fse repaired and validated the analyzer by successfully performing a daily check and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were two similar complaints identified during the search period including this case. The most probable cause of the reported event was due to the faulty sensor s011 (pib board).

Event description:
A customer reported ¿sorter is not scanning test cups¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.